Event description:
It was reported that the ilet pump developed a crack on the upper left side of the device housing, after which the device began glitching and the patient could not use it as intended; the patient temporarily transitioned to insulin pen therapy and continued using a dexcom g7, with a reported blood glucose of 172 mg/dl at the time of the call. Symptoms included no reported injury or clinical effects. Outcomes included interruption of insulin pump therapy and reliance on an alternative insulin delivery method until a replacement device arrives. Investigation included collection of event details, verification of the device serial number, and arrangements for return and data synchronization prior to shutdown. Investigation of this case revealed a damaged enclosure consistent with a cracked or broken device housing associated with functional interference of the pump¿s operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing of undetermined origin.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.